Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having excessive air bubbles in infusion set which was causing high blood glucose. Customer's blood glucose was 502 mg/dl. Customer reported that after third infusion set change, issue was resolved. Customer was advised that infusion sets would be replaced.